Event description:
The customer reported having high blood glucose and hospitalized due to heart problems. The blood glucose reading was 140mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.